Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. The insulin pump passed leak test. The insulin pump was received with intermittent down arrow button due to flattened dome switch (creased). No moisture damage on keypad assembly. No unlocked keypad connector noted. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. (B)(4).

Event description:
It was reported via phone call that the insulin pump's keypad was broken. It was also stated the insulin pump was completely dead. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.